Event description:
It was reported an unknown alarm occurred on a homechoice (hc) device while performing automated peritoneal dialysis therapy. A technical service representative initiated a swap of the hc and discussed the use of continuous ambulatory peritoneal dialysis until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation is complete. An event history log review was performed and could not verify the reported issue. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. No abnormalities were identified during the internal and external inspections. The device received a returned instrument test evaluation (rite), which included electrical and functional testing of the device. The device passed rite electrical testing, but failed rite functional testing due to an unrelated issue. Although rite functional testing failed, the failure would not have produced the reported condition. Upon completion of the investigation, the reported unknown alarm was unable to be verified and its cause undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.